Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device has been sent to the service center the date of receipt is unknown as of this filing (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was sent to the manufacturing site for investigation. Functional testing has been performed. Reported failure has been replicated. The motor was found to be defective. The device manufacturing documentation was reviewed and no deviations were found. Reported malfunction could be confirmed. The device was repaired. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history maintenance review was performed. The investigation of the complaint articles indicates that the: service incidents logged in synthes repair database since 2010: (B)(4) 2014 xxxx no failure found. (B)(4) 2014 cbxc motor seized, rough running, defect, 30.07.2010 cbxc motor seized, rough running, defect. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the colibri was working during testing prior to surgery and just suddenly stopped working. No patient was involved in the event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the investigation has been performed for colibri I 532.001 serial# (B)(4). A functional test was performed and found the product is running intermittently. If the motor stops in a certain position, it does not start by itself. The complaint condition could be confirmed. By manually turning the motor on the coupling / attachment, the motor can start again and the device works as intended. The problem might be related to an interrupt in the motor winding. A product development evaluation was completed. A colibri device, part # 532.001 and sn (B)(4), has been received for the investigation. The manufacturing complaint investigation (B)(4) states that the ¿product is running intermittently. If the motor stops in a certain position, it does not start by itself.¿ investigation the motor, electrical control unit and the device itself have been tested, and, all parts are working according to specifications. Neither the failure described in the complaint information, nor in the manufacturing investigation, could have been reproduced. No other failure mode has been found. The device has been sent to manufacturing, to repeat the test for a second time, and, no failure mode has been found. Conclusion: no failure mode has been found for the device related to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.